Event description:
It was reported that the m-iii unit allegedly failed to terminate an exposure during the course of performing a mammogram. The technologist used the emergency shut-off switch. No injury was reported.